Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked and moisture was observed in the battery compartment. When the pump casing was opened, no evidence of moisture intrusion was observed in the pump interior. Unrelated to the pump casing issue, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was found in the battery compartment about 2 weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.